Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA, alleging that his onetouch verio 2 meter was showing an error 2 message. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged issue first began at 51.15 am on (B)(6) 2018. The patient reported that he manages his diabetes using oral medication, diet and exercise. The patient alleged that the morning after the issue began, he developed symptoms of ¿irritability, headache, thirst and frequent urination¿. He stated that he self-treated the symptoms by increasing his usual 500 mg metformin to 1000 mg morning and evening. During troubleshooting, the csr noted that the subject meter was not being used for the first time, there was no evidence of misuse, the correct testing steps were being followed, and the correct test strips were being used. The patient stated that the error message occurred after countdown. It was noted that when the power button was pushed the alleged error 2 message did not occur. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.